Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a non-sustained ventricular tachycardia event and the electrogram (egm) showed external noise that was potentially related to a surgery the patient underwent at a thoracic level. The patient attended in-clinic follow-up and all parameters were showing within range. The patient will continue routine follow-up. The crt-d remains in service. No adverse patient effects were reported.